Manufacturer narrative:
(B)(4).

Event description:
It was reported by an eye care professional that a pt was diagnosed with microbial keratitis and an area of superficial stromal infiltration associated with contact lens wear. The pt developed pain in the left eye and was seen at a hospital and prescribed topical chloramphenicol. At a later time, exocin was prescribed to use four times a day and the chloramphenicol was continued at night for one week. The pt admitted to the eye care professional the lenses had been over worn. At this time, the pt has resumed contact lens wear.